Event description:
Per the clinic, the patient experienced incorrect placement of the electrode array, resulting in the decision to explant the device. The device was explanted (B)(6) 2017, the patient was re-implanted with another device during the same surgery.